Event description:
It was reported that the burr got stuck in the rotawire. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus was selected for use. During the procedure, 1.5mm rotalink plus along with rotawire floppy was introduced into the system. After one round of burring, the burr and rotawire got stuck in the guiding and burr could not be advanced. With great difficulty of the system, (including the guiding) was pulled out as the burr got stuck with the wire. The procedure was completed with a different device. The patient was doing well post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found that the annulus was damaged and not rounded. Analysis was performed using a test rotawire, as the rotawire used in the procedure was not returned. During testing, the test rotawire was unable to be inserted through the damaged annulus.

Event description:
It was reported that the burr got stuck in the rotawire. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus was selected for use. During the procedure, 1.5mm rotalink plus along with rotawire floppy was introduced into the system. After one round of burring, the burr and rotawire got stuck in the guiding and burr could not be advanced. With great difficulty of the system, (including the guiding) was pulled out as the burr got stuck with the wire. The procedure was completed with a different device. The patient was doing well post procedure.